Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field event of premature depletion was confirmed. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. In the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
A report was received 05 dec, 2019 indicating that the patient underwent an explant and replacement (B)(6) 2016 due to premature battery depletion. The device was originally returned feb 16, 2019 post explant without a complaint attached. Information from the clinic indicates the patient was explanted due to an upgrade to a bi ventricular device. No patient consequences were noted.